Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 113 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.